Event description:
It was reported that during biomed testing the pump freeflowed. It was noted that the pump had been dropped prior to being serviced. The device was not on a pt during either incident.

Manufacturer narrative:
MFR rpt date 9/19/97. The pump was visually and functionally tested. Visually the pump's case was noted to have physical damage and the inspection seals were missing. The instrument powered-up and displayed "cal required". A 20 psi leak test was performed and did not pass. The pump was opened and the motor pully was turned by hand to actuate each of the followers through the positions. Air leaked past at a certain position. This was repeated with a fluid set and freeflow was observed. Further evaluation revealed a visible cap between the top plate and the front panel of the instrument. The mechanism had moved back from the pressure plate preventing the tubing from being completely pinched off. It was rpt'd by the user facility that the unit was dropped. The misaligned mechanism is suspected to have been caused by impact from being dropped. Severe impact can result in a freeflow situation. The customer will be informed to refer to service bulletin #298 for the mechanism leak test and realignment procedure that should be performed during routine maintenance and/or when the pump has been damaged or dropped. The unit was not being used on a pt when the event occurred.